Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the review of the black box data and the alarm history showed no activity outside of the normal pump use. The pump powered on with intact auditory and vibratory features to a ¿verify¿ screen. Investigators were unable to verify the intermittent vibration complaint as no vibration issues were found. Unrelated to the original complaint, the pump alarmed with ¿cs088¿ alarm after confirming the verify screen. Upon removal of the pump cover, corrosion was found to the printed circuit board on the watchdog circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On 08/25/2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.